Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument tip was deformed and could not be used. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no pieces from the distal end that were detached from the device. The instrument and cannula were not required to be removed together. No additional ports were placed. No photographic images are available for review. The device is not available for isi to review. No patient demographic information is able to be provided.